Manufacturer narrative:
(B)(4). Batch # n53790. The analysis results found that the ccs29 device arrived in good visual condition. Two staples were noted to be missing from the cartridge, the breakaway washer was present and uncut and with the safety engaged. The staple retainer was not returned. The device was manually reloaded with the two staples missing and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reach as to how the staples were missing, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon found that the lateral line of the staples were protruding before he opened the safety. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.